Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. Visual inspection found the coating on the tip of the blade was charred and worn away. The purpose of the coating is to limit tissue from sticking to the electrode. The coating wears away and the tip of the electrode discolors as the electrode is activated. This effect is normal. The instructions for use warn that the tissue build-up on the tip of the electrode poses a fire hazard. Keep the electrode free of debris and wipe often with moist gauze or other material.

Event description:
The customer reported that a flame came from the tip of the device. There was no injury to staff or patient. Another device was used to continue the case.